Event description:
One of the wheels of a mobile video equipment cart came off causing the cart to tilt. A video monitor that was on the cart fell off, striking a nurse on an arm. The nurse's arm was reportedly broken. Worn screw threads on the wheel mechanism was found to be the cause of the problem.